Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated that the user pulled down on the trapeze that was attached to the bed headboard and snapped the head post that hold the headboard to the frame and scraped the wall. No other information provided on call.